Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker exhibited loss of right ventricular (rv) and right atrial (ra) capture with non-boston scientific ra and rv leads, when the patient would sit up. Diaphragmatic stimulation was also noted with the intermittent loss of capture on the ra lead. Per the physician, the device seemed to have migrated and pulled the slack loose in the leads. A surgical revision was performed and the attempt to reposition the leads was unsuccessful. The patient received two new leads and this device remains in service. No additional adverse patient effects were reported.